Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot : part: 422.227, lot: l333452, manufacturing site: grenchen, release to warehouse date: 08. Mar. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: as received condition, one (1) plate has been returned in a non depuy synthes bag. The plate in question is deformed between hole e on the head and hole one (1) on the shaft. The complaint part has traces of use such as several marks on the surface. The laser marking is readable. Functional test is visible on figure two (2) in document. Dimensional inspection: all dimensions of the plate received which are relevant for the complaint condition such as the thread zero point in the area from the hole e on the head and hole one (1) on the shaft were measured and have not fulfilled their specifications according to the drawing due to the complaint condition (deformed plate). Besides, during the manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as functional test, ball height and thread zero point through the inspection sheet & the whole lot has passed its specifications. In addition, the lot was inspected 100% during the final inspection. Therefor, this plate was manufactured according to its quality standards and a manufacturing issue has been excluded. Document/specification review: a DHR review was performed for the affected article 422.227 lot l333452 combination (work order 15558853). The initial and final lot size was (B)(4) pieces. Manufacturing date: 08. March 2017. Besides, during the manufacturing record evaluation for the lot number l333452 no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. The manufacturing drawing for the plate in question, the inspection sheet and teh drawing of the valid at the time of manufacturing, was reviewed and no relevant design changes were identified. Summary: the received condition of the device agrees with the complaint description since the plate is deformed as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporters state: pest a review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in hungary as follows: it was reported that the tibia plate is deformed. This complaint involves one (1) device.